Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead paced normally from the lv tip-to-rv coil with an impedance measurement of 428 ohms. The lv tip-to-lv ring impedance measurement is <100 ohms, with no capture and much oversensing. The other two lv configurations, both use the lv ring, are >2000 and no capture.